Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation under the front therapy electrode. The patient physician advised the patient to use a powder on the irritation. There is no indication of a device malfunction. The patient's medical condition improved.